Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator for essential tremor movement disorders. It was reported that the patients ins depleted too fast, lasting for less than a year.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.